Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/27/2016 with the following findings: lower right corner of keypad is torn. Display is dim, pink. Removed keypad, no damage to keypad. Removed keypad, no damage to keypad flex cable or button contacts. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim pink display. This report is made based on the results of an investigation completed on 12/27/2016.